Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va022q9, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that since the implant when she went through airport security her settings would change and she had to reset them. They did not have specific information regarding what changed on the settings. It did not happen every time but only sometimes. This occurred in (B)(6) 2012. The patient was going to follow-up with their health care professional (hcp). There were no symptoms reported. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.